Event description:
Account reported that they heard a loud noise during irrigation/aspiration and the touchscreen froze. The staff powered down the system and rebooted without success. They brought in their back-up system to complete the case. However, down time or delay was not provided. There was no patient injury reported or surgical intervention required as a result of the reported event.

Manufacturer narrative:
Other was checked in error in the categories for outcomes attributed to an adverse event. The categories are not applicable to the product problem event. Concomitant medical products: tubing pack was added to concomitant medical product the manufacturer report number should have been 3006695864. Placeholder.

Manufacturer narrative:
Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account and found the 17 inches liquid cristal display (lcd) faulty and was replaced. He then performed a system check and the system passed per abbott specifications. All pertinent information available to amo has been submitted. Placeholder.